Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump volume was intermittently too low. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump intermittently stopped insulin delivery. Reportedly, the customer manually resumed insulin delivery and declined further troubleshooting with tandem technical support. There was no adverse impact to customer¿s blood glucose level.